Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact plus system (lot number 20725851, expiration date unknown). (B)(4).

Event description:
Customer received a result of 3.2 mmol/l on the compact plus system, and a result of 5.2 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact plus system (lot number 20725851, expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system. Device received in a condition which made analysis impossible. Unable to test because strips had expired.